Event description:
It was reported that a cracking sound was noticed during the procedure, and the debris shield burned. The procedure was not completed due to this event. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts. This event is being reported for aborted/cancelled procedure with a patient whose sedation status was unknown.